Event description:
According to the reporter, in a laparoscopic bariatric sleeve gastroplasty, during gastric stapling, the device fired but the doctor was unable to perform full stapling. The reload partially fired. Only the beginning part were stapled, some of the staples stayed open in the cavity while the rest stayed in the reload and did not cut the tissue. Some of the fired staples were also malformed. Four more reloads from another lot was used but the same issue occurred. The stapler was switched to a powered stapler and the stapling was completed. The malformed staples were removed and new stapling was carried out with another reload. The staples that fell into the cavity were removed by using forceps and sterile gauze. The surgical time was extended for 30 minutes or more due to the replacement of the faulty devices.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p2l0397); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p2l0397); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p2l0397); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p2l0397); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p2l0508) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the photo depicted malformed staples being retrieved from a patient during a surgical procedure. Visual inspection of the returned video's noted the first video showed grasping tools being used to show the staple line which has malformed staples. The second video showed the reload clamped on an organ and the grasping tool moving around during a surgical procedure. It was reported that the device was partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the component and staple formation were disengaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was partially fired to the 2cm cut line. The clamping mechanism was deformed. It was reported that the instrument partially fired, the staples did not form and a component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.